Event description:
It was reported that a kissing balloon technique was being used in the procedure to treat an unknown vessel. There were two guide wires and one balloon catheter inside the 7f guiding catheter and all three devices were across the lesion. When an attempt was made to deliver the 3.5 x 8 mm nc trek over the guide wire, resistance was felt inside the guiding catheter due to the amount of devices already inside the guiding catheter, outside the patient, which resulted in the proximal shaft of the balloon catheter bending and separating. The balloon catheter was removed from the patient without issue and a new balloon catheter was used to complete the case successfully. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough, balance middleweight elite; guide cath: brite tip 7f xb. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. However, the difficulty to position could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.